Event description:
Event description guidant received information that this pacemaker had stored episodes of ventricular tachycardia that look like noise. The noise can be reproduced with isometrics. Technical services indicated there may be inhibition of therapy.